Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to unit gave the error code of l3-017. The analysis site performed service tests and found the uni-board was causing the unit to have l4-033 errors intermittently during the tests confirming the customer complaint, and to correct the complaint the site replaced the uni-board. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It reported that during a breast biopsy after taking 2 samples they received an l4-003 error code. They aborted the case and sent the 2 samples to pathology for a diagnosis. Control module being returned for repair.